Event description:
It was reported that pre-op, the m4 handpiece was not working and blade wobbling. Blade was working fine with other handpieces. There was no patient involvement.

Manufacturer narrative:
H3: product analysis stated the equipment was received for inspection due to a "collet has become detached" problem. Upon inspection, it was confirmed that the problem was due to corrosion of the motor and bearings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.